Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the maestro 4000 had temperature issue. When the radiofrequency is turned up on the console the temperature reading goes down. A device replacement was requested. No patient complication was reported. The event outcome is unknown. Device is expected to be returned for analysis.

Event description:
It was reported that the maestro 4000 had temperature issue. When the radiofrequency is turned up on the console the temperature reading goes down. A device replacement was requested. No patient complication was reported. The event outcome is unknown. Per additional information received, the maestro 4000 controller was repaired. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to h8 usage of device. Initially reported as single use. Corrected to reuse. Device evaluated by manufacturer. The maestro 4000 controller was visually inspected, and no abnormalities were observed. The unit was tested for functionality and passed all testing and exhibited normal device characteristics. The reported failure could not be replicated as the device presented no issues during visual and functional testing.